Event description:
It was reported that following bypass surgery the right atrial (ra) lead exhibited loss of capture at 5.0 volts at 0.50 ms. The cardiovascular surgeon stated he may have moved the lead during the bypass procedure. Fluoroscopy showed the lead was still in place. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 lead implanted: 2013 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.